Event description:
It was reported that during a transcatheter arterial chemoembolization (tace)procedure a guide wire fracture occurred. The target was a very hard lesion located in the liver. The physician advanced the 140x25cm fathom 16 guide wire to the lesion and attempted to cross the lesion several times and "about 2cm" of the wire broke. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a transcatheter arterial chemoembolization (tace)procedure, a guide wire fracture occurred. The target was a very hard lesion located in the liver. The physician advanced the 140x25cm fathom 16 guide wire to the lesion and attempted to cross the lesion several times and "about 2cm" of the wire broke. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: visual and magnified inspection revealed no damage or separation. The length of the guide wire measured 140cm. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).